Manufacturer narrative:
The device malfunction was confirmed and directly related to the reported event. No apparent damage, however, there was debris in the threads making adjustment difficult. A replacement part was sent to the site and the issue was resolved.

Event description:
A site rep reported that a spine clamp was no longer able to be tightened down fully. There was no pt present.